Event description:
Spacelab monitors: 20 instances of malfunctioning monitors in 9 different departments from january 2007 through october 2007. - two primary issues directly related to powersource: -- display: monitor goes blank at bedside, but still displays at nurses station. Alarm sounds until the system is unplugged and plugged in again to electrical outlet. -- cpu; (monitor's computer): unit fails at both bedside and nurse's station. Model # and instances: 7 reported instances. 10 reported instances. Ultraview sl; 2 reported instances; model number not identified in 1 reported instance. (2 instances.